Manufacturer narrative:
Article citation: czernikiewicz, krystian, et al. ¿breast implant-associated anaplastic large cell lymphoma as a late complication of breast implant placement: a report of three polish cases.¿ polish archives of internal medicine, 2023, https://doi.org/10.20452/pamw.16531. The events of " seroma, lymphadenopathy, and alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl.

Event description:
Literature article "breast implant-associated anaplastic large cell lymphoma as a late complication of breast implant placement: a report of three polish cases" reported cases who developed breast implant-associated anaplastic large cell lymphoma (bia¿alcl)... Complained of breast edema. Seroma and reactive axillary lymph nodes were also indicated. Both implants were removed in all patients. No other symptoms were present, no infection signs were observed. Additionally, one patient received six cycles of choep chemotherapy after a reoccurrence of bia-alcl.